Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd sars-cov-2/flu for bd max¿ system the customer observed a false positivity in covid pcr on n gene amplification, resulting in misdiagnosis and misdirection of patients. This event occurred 1 time. Erroneous results were reported to clinicians, but there was no report of patient impact. The following information was provided by the initial reporter: "false positivity in covid pcr on n gene amplification, resulting in misdiagnosis and misdirection of patients." (B)(4).

Manufacturer narrative:
Cancelling MDR for this case per this report (1119779-2022-01060) is a less-detailed duplicate of original (1119779-2022-00179).

Event description:
It was reported that while using bd sars-cov-2/flu for bd max¿ system the customer observed a false positivity in covid pcr on n gene amplification, resulting in misdiagnosis and misdirection of patients. . This event occurred 1 time. Erroneous results were reported to clinicians, but there was no report of patient impact. The following information was provided by the initial reporter: "false positivity in covid pcr on n gene amplification, resulting in misdiagnosis and misdirection of patients." (B)(4).